Event description:
Customer reported a low result on the device, however could not recall the value. Customer felt ill and went to the hosp. No treatment was received. Customer gave themselves orange juice at the hosp. No controls used. A request was made for return product and replacement product was sent.